Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that transmitter was not blinking with new sensor. During troubleshooting, it was found that sensor cannula was missing. Sensor would be replaced.

Manufacturer narrative:
Reliability analysis inspected three opened/used sensors and performed visual inspection. Found one of three sensors with the cannula retracted inside the sensor base. Also, found the cannula to be broken. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used. The two remaining opened/used sensors passed with accurate readings.